Event description:
A doctor reported to a baxter sales representative that the tubing separated from the patient adapter when the set was connecting to the patient. The patient adapter was connected to the titanium adapter when it happened. Then the patient reconnected the patient adapter to the tubing by himself . There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation results are available.